Manufacturer narrative:
Initial reporter fax #: (B)(6). Initial reporter address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needles was damaged with cracks and leaked. The following information was provided by the initial reporter, translated from (B)(6) to english: leakage in the needle, it says that in the purple part that leaks, when performing the application. Cracked syringes.

Manufacturer narrative:
H6: investigation summary: three photos received for investigation. Upon visual inspection, box of product is displayed with catalog number and lot number. Unable to confirm failure based on photos provided. Physical samples are necessary to further analyze. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retention samples were evaluated, no defects or issues observed. Additionally, functional testing was performed to verify the force it takes for breakage. When the needle is pressed on the wall of the bottle to remove the liquid, plunger could break and cannula inverted. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needles was damaged with cracks and leaked. The following information was provided by the initial reporter, translated from portuguese to english: leakage in the needle, it says that in the purple part that leaks, when performing the application. Cracked syringes.

Event description:
It was reported that the bd precisionglide¿ needles leaked. The following information was provided by the initial reporter, translated from portuguese to english: leakage in the needle, it says that in the purple part that leaks, when performing the application.

Manufacturer narrative:
After further review the following field has been corrected: b5. Describe event or problem: it was reported that the bd precisionglide¿ needles leaked. The following information was provided by the initial reporter, translated from portuguese to english: leakage in the needle, it says that in the purple part that leaks, when performing the application. H3 other text : see h.10